Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx xience v 3.5 x 12 mm is being filed under a separate manufacturer report number. The stent remains in the patient. There was no reported product deficiency. The reported patient effects of thrombosis and myocardial infarction, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. There was no reported product deficiency. The reported patient effects of angina, thrombosis and myocardial infarction (mi), as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was noted that the xience v stent was implanted to treat in-stent restenosis of a non-abbott stent. It should be noted that the contraindications section of the IFU states that, the device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU further mentions that, the safety and effectiveness of the stent have not been established for subject populations with in-stent restenosis or previously stented lesions. In this case, the implantation of the stent to treat in-sent restenosis does not appear to have directly caused or contributed to the reported patient effects after the procedure.

Event description:
Subsequent to the initial report being filed, the following information was received: the xience v stents were implanted on (B)(6) 2011 to treat in-stent restenosis of an unknown stent implanted in the circumflex during an earlier procedure at another institution. On (B)(6) 2011, almost one month post implantation of the xience stents, the patient presented with unstable angina and was found to have in-stent thrombosis of the two xience stents previously implanted on (B)(6) 2011.

Event description:
It was reported that the patient returned to the hospital two weeks post-implantation of two xience v stents (3.0 x 23 mm and 3.5 x 12 mm) experiencing an acute myocardial infarction. Subsequently in-stent thrombosis was identified within the two xience v stents. Pre-dilatation was performed with two mini trek balloons and multiple xience stents were implanted to treat the in-stent thrombosis. The patient was fine. No additional information was provided.